Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer on february 3,2025. This information is reflected in section d9. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported on (B)(6) 2025, during a turp procedure, the tip broke off when inserted to patient, a back up unit was used after having retrieved the broken off tip. No negative impact in state of health reported.

Manufacturer narrative:
Per evaluation findings by the manufacturing site: customer complaint was confirmed. Ceramic insert broken off. Possible cause could be that the inner shaft is tilted/kinked when pulled out and could therefore break. Another possibility is that the shaft was hit by improper handling during cleaning, for example, which damaged the insert. Another indication of incorrect handling is the dents on the surface. This event is filed under internal complaint ID (B)(4).